Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. Failure analysis (fa) confirmed, the luer was broken. A possible cause is the seal not being properly clocked during the procedure, resulting in interference with the tubing and cannula bowls, adjacent arms, or the patient's body wall.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, two instruments collided to cause a piece to break off. The piece is where the insufflation meets the seal (white tubing). The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting defective cannula seal, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal 5-12mm was analyzed and found to have the luer fitting broken. The broken piece measures approximately 0.288" x 0.247". The broken segment of the luer plate was returned stuck in a non-isi product that was returned with the seal.